Manufacturer narrative:
The information in field d3 was inadvertently missed during the initial submission. This submission is to correct the report to include this additional information.

Manufacturer narrative:
2 of 2 devices were returned for evaluation. Evaluation of 2 devices found chuck wear and lack of maintenance. The devices were cleaned of debris and the turbines were replaced. The devices were repaired and returned to the customers.

Event description:
This report summarizes 2 malfunction events where a midwest phoenix handpiece would not hold burs. No injury resulted in any of the events.